Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient had blood glucose (bg) reading of 460 mg/dl with excess urination, extreme thirst and symptoms of dehydration. It was reported that the patient was treated by medical personnel at the hospital with intravenous fluid and insulin via injection. It was reported that the patient remained hospitalized and continued pump therapy with recent adjustment to the basal settings by health care professional. The reporter alleged that there was an inaccurate delivery issue with the pump. Customer support reviewed the basal history with the reporter and determined that the basal history did not match the active basal program. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an inaccurate delivery issue of unknown causes.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 09/06/2015: device evaluation: the pump has been returned and evaluated by product analysis on 08/14/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the devaluation. Review of the black box data found that a couple of unexplained power-on-reset events on the complaint date, deliveries were not resumed until about 7 hours later. Another power-on-reset happened 3 days later and delivery was never resumed. The total daily delivery reflected the user¿s programed basal settings. Using the returned caps the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The pump delivery accuracy was within specifications. Audio and normal bolus were executed and recorded correctly. Unrelated to the complaint, the display was found to have a pinkish contrast. Battery compartment cracks were found above and below the grip pad. Moisture intrusion was evident inside the compartment and a leak test show leaks were the cracks were located.